Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). There were also alerts triggered for high undefined pacing impedance and noise. Oversensing was also observed. It was further reported that the patient had undergone a lead revision procedure for the same indication two months prior. It was further reported that noise was detected in lead diagnostics and a set screw problem was suspected. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) set screw was re-fixated, but the device was ultimately explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). There were also alerts triggered for high undefined pacing impedance and noise. Oversensing was also observed. It was further reported that the patient had undergone a lead revision procedure for the same indication two months prior. It was further reported that noise was detected in lead diagnostics and a set screw problem was suspected. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) set screw was re-fixated, but the device was ultimately explanted and replaced. No further patient complications have been reported as a result of this event.